Event description:
The customer observed false positive alinity I total b-hcg results for one 21-year-old female patient. The following data was provided: sid (B)(6) initial result was 1,040 miu/ml, repeated 308 miu/ml. The customer tested an aliquot from another sample from the same patient and the result obtained was negative (< 2.3 miu/ml). The sample was repeated, and the result remained negative. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7p51 that has a similar product distributed in the us, list number 7p51-21/31, and 510k/PMA/bla of k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.